Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification needed: it was reported ¿pre-operated patient after sigmoid resection whose stoma has now been repositioned.¿ did the patient require a re-operation based on the 6mm hole in the anastomosis/staples that were open in this area or did this all occur and was addressed during the initial procedure?

Event description:
Pre-operated patient after sigmoid resection whose stoma has now been repositioned. The cdh29a was inserted as prescribed. After firing, an approximately 6 mm hole was noted in the anastomosis and staples were open in this area. No patient consequences the anastomosis was completely sutured over.

Manufacturer narrative:
(B)(4). Date sent: 10/06/2021. D4: batch # 227a25. Additional information was requested, and the following was received: clarification needed regarding the stoma. Did the patient already have the stoma - yes, it should be moved back in this surgery. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Also, a malformed staple was received inside of a bag. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as, during testing, the device performed without any difficulties noted and no malformed staples were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.